Event description:
A customer only sees the top half of the segments in the display. While on the phone a review of the system was attempted. It was confirmed that segments were missing in all digits. A request was made to return the system for evaluation and in the meantime a replacement unit was provided.